Manufacturer narrative:
Pending follow up information. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Per the instructions for use of the device, infection is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Representative reported that a pump was replaced due to an infection.

Event description:
Additional communication confirmed that the patient came to the office with incision pain, fever, and redness at the incision site. An infection was noted at the pocket site. The pump was explanted the next day. The cause of the infection was determined to be unknown.

Manufacturer narrative:
Device was explanted and not returned. The infection was determined to be at the patient's pocket site. The cause of the infection was stated to be unknown. Internal complaint number: (B)(4).